Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 250mg/dl obtained using subject meter compared to their feelings/normal readings, and also a further reading of 208mg/dl compared to their feelings/normal results reported in related pi #1-6320905553. This complaint is being reported because the results obtained from performing a control solution test failed to meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 11/5/2014 device evaluation:the lay user/patients test strips have been returned on 6/16/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the test strips, test strip vial, and the desiccant involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test and the desiccant within the subject vial was found to be saturated by moisture (or intact) and failed (passed) tga testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.